Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: options are disabled in the configuration menu. Checked the rtc, the same problem is repeated. Needed to activate the license key. No patient involvement.